Manufacturer narrative:
The lot number provided by the customer is inaccurate therefore the model number, catalog number, expiration date, and manufacture date is currently unknown. The device is returning for evaluation and this information will be provided once the device evaluation is completed. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed according to the instructions for use (IFU) other adverse events: the following adverse events could occur or have been reported in association with the use other novasure system: thermal injury to adjacent tissue. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician indicated the cavity seemed "narrow" and was unable to get the array seated to a width greater than 2.5cm. She repeated deployment and seating twice and was finally successful in "barely" achieving a width of 2.5cms. The cavity integrity assessment test passed and the ablation was completed. Post ablation a planned laparoscopy was performed and thermal changes on the uterine serosa were noted. The bowel was inspected and no injuries were identified.

Manufacturer narrative:
The device was requested for return, but as of today has not been returned for evaluation. If the device is returned a follow-up will be filed. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).